Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via voicemail that his insulin pump could not move; the device was stuck and could not deliver insulin. No further details were provided. The customer was called back but he did not answer. The insulin pump was not returned or replaced at this time.